Event description:
It was reported that during a procedure for device replacement due to normal battery depletion, the set screw of the device was unable to be loosened resulting in the inability to disconnect the right ventricular (rv) lead from the device. The physician removed the silicone portion of the header to enable the removal of the set screw. The right ventricular lead was then able to be disconnected from the header and remained implanted and in use with the replacement device. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to engage the ventricular setscrew/failure to disconnect was not confirmed. The device was received from the field with ventricular setscrew missing, no telemetry, and battery voltage at end of service level. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. A new set of setscrews was inserted and removed in the connector block with normal force, and no anomaly was noted. Product code was re-loaded normally, after replacing the original battery and the device was set to nominal conditions successfully. Electrical analysis performed indicated normal functionality, and no anomaly fixing the leads was noted during the analysis. Longevity assessment was performed based on field settings, and the device exceeded projected longevity indicating normal battery depletion.